Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a 6 month follow-up where CT revealed possible left limb thrombosis. There are currently no plans for re-intervention. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the limb occlusion was determined to be user related, due to the uneven deployment of the iliac limbs in the trunk of the aortic body (off-label). The final patient disposition was reported as asymptomatic and under surveillance. There was no device related issue involving the type ii endoleak. The cautionary product use condition, patent inferior mesenteric and lumbar arteries, likely contributed to the procedure related harm. A review of the device quality records shows that the device demonstrated compliance to established procedures and regulations at the time of manufacture. (B)(4)